Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing and far field r wave oversensing resulting in misclassification of atrial tachycardia/atrial fibrillation (at/af) episode. No changes or interventions were performed. The patient condition was not known.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.